Event description:
A report was received that the patient was not receiving stimulation after hearing a pop. The physician elected to replace the entire system in case of a malfunction. The patient is reportedly doing well.

Event description:
A report was received that the patient was not receiving stimulation after hearing a pop. The physician elected to replace the entire system in case of a malfunction. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Device analysis indicated that the ipg passed all electrical, performance, and photographic imaging tests performed. The complaint regarding the loss of stimulation could not be verified in the lab. The stimulation outputs were delivered gradually, and amplitude/pulse widths were verified to be correct on all electrodes. The seeprom data was correct. The setscrews of the ipg were examined and found no anomalies. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.